Event description:
An optometrist reported a patient reported being very light sensitive, and was diagnosed with transient light sensitivity syndrome(tls), and corneal haze approximately 5 weeks post lasik surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).